Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received seven inappropriate shocks due to t-wave oversensing and changes in amplitude morphology measurements. Oversensing of myopotential noise was also observed. Testing of the system was performed and the sensing configuration of the system was reprogrammed. The s-ICD remains in service, no adverse patient effects were reported.